Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has been having intermittent stimulation. It reported that the patient had stand impedance reading as electrodes 9, 10, 11, 13, and 14 are showing greater than 40k ohms and sitting as electrodes 9, 10, and 14 shows greater than 40k ohms. It was reported that the patient was reprogrammed, and the issue was resolved. No patient complications have been reported because of this event.